Event description:
Catheter registered temp of 31 degrees centigrade "temp too low" was an error message on the stockart ablator. Changed connector. Catheter would not ablate. New catheter opened and worked perfectly.